Manufacturer narrative:
Wide spread corrosion of the internal components was identified as the probable cause of the device overheating. Corrosion damage can cause overheating due to increased friction between the moving components within the device.

Event description:
The core impaction drill was sent for evaluation due to overheating during testing prior to a procedure. The procedure needed to be rescheduled because the user facility did not have an alternate device to do the procedure; no adverse event was associated with the device.